Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Performed pairing test with nordic bluetooth device. Passed pairing test with nordic bluetooth device the reported event of transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 06/12/2016 to report a transmitter failed error that occurred on (B)(6) 2016. No injury or medical intervention was reported.